Event description:
It was reported that the patient presented for an implant procedure with chronic low heat rate. During the procedure, the low heart rate led to incorrect or incomplete measurements while testing the device. Different pacing modes were attempted with no improvement on metrics, but ultimately the device was successfully implanted with vvi mode. No additional intervention was performed. The arrhythmia was resolved after successfully implanting the device. The patient condition was stable.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the patient experienced a low heart rate. The device was then re-programmed. After re-programming, incorrect or incomplete measurement were obtained while testing the device. No additional intervention was performed. The arrhythmia was resolved after successfully implanting the device. The patient condition was stable.